Event description:
It was reported the patient has been receiving inconsistent stimulation. An impedance check revealed high impedance. Reprogramming to provide resolution was unsuccessful. X-rays were taken and no anomalies were found. As a result, the patient may undergo surgical intervention.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up revealed the patient met with an sjm representative on (B)(6) 2015 to undergo troubleshooting due to the patient's issue(s) being ongoing. Regardless, surgical intervention remains pending.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.